Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) detected low r-wave amplitudes from implant values. There was also evidence of oversensing. The device was reprogrammed. Boston scientific technical services (ts) noted that the sudden decrease in amplitudes could be patient condition related or possible movement of the electrode. Ts recommended obtaining an x-ray to verify electrode placement. The physician elected not to perform the x-ray. The device remains in service. No additional adverse patient effects were reported.